Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, self test and a21 alarm test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken reservoir tube lip. The pump was received with 15% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected a17 and a21 alarm anomalies noted. (Not confirmed). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an external ram crc error ( a17 alarm) and unexpected restart. A cold reset was performed (a21 alarm). Troubleshooting was performed and found that the customer was able to clear the alarm and the customer was able to complete the rewind. The customer confirmed that she received a21 immediately after inserting the new battery. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.